Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and the patient outcome due to subdural hematoma after a fall could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number: (B)(6), could not be conclusively determined. No autopsy was performed, and the pump would not be returned as it was not explanted. There is no product available for investigation. The heartmate ii lvas IFU lists bleeding, driveline infection, respiratory failure, renal failure, hepatic dysfunction, neurologic dysfunction, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides details regarding the recommended anticoagulation therapy and inr range. Section 6 also outlines care instructions in reference to preventing infection, including exit site treatment. Further, section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection, including how to care for the driveline and driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Recurrent driveline infections are reported under MFR # 2916596-2020-01452, 2916596-2020-01493, 2916596-2020-01497, 2916596-2020-01498, 2916596-2020-01511, 2916596-2020-01513, 2916596-2020-01514. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted in (B)(6) 2020 after a fall that resulted in a subarachnoid hemorrhage in bilateral frontal lobe and parietal lobe. Patient had ongoing issues with hyper coagulopathy. The hospitalization was complicated by gastrointestinal bleed, left humeral head fracture, seizures, and recurrent resistant driveline pseudomonas infection. Patient was not a candidate for orthopedic surgery with recurrent infection. Additional information received states that gastroenterology was consulted for anemia and positive hemoccult. Patient underwent esophagogastroduodenoscopy and colonoscopy on (B)(6) 2020, which showed extensive esophageal and rectal varices and portal hypertension and multiple nonbleeding arteriovenous malformations which were treated with argon plasma coagulation. Patient was originally started on propanolol for varices, but had to be stopped due to hypotension. Liver ultrasound showed no evidence of cirrhosis and normal flow. Hemoglobin monitored and remained stable with resuming heparin and eventually coumadin. Hemoglobin was 9.7 g/dl on day of discharge. Infectious disease doctor was also consulted. Patient was taken to operating room on (B)(6) 2020 for wound debridement and placement of antibiotic beads. Wound culture obtained and came back with pseudomonas. She was started on IV recarbio and complete 2 weeks of therapy. This was stopped at discharge due to inability to get at skilled nursing facility (snf) and she transitioned to ciprofloxacin 500 mg twice a day. She was discharged to accordia snf for ongoing therapy. The patient was made comfort care, lvad turned off and the patient expired on (B)(6) 2020.